Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
Patient reported the infusion device display was defective. The infusion device was returned for evaluation. No physiological effects were reported, and the patient did not require treatment from a health care professional or second party to address the issue. A preliminary investigation revealed the display was broken due to a mechanical impact, and the broken display could lead to misinterpretation of insulin delivery amounts. Additional information will be submitted when the evaluation is complete.